Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID (B)(4) lot# serial# (B)(4) implanted: explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the patient had gained a little weight and they aren't as active as they used to be. The patient also reported that her hip bone is sore, the lead seems to pinch on the muscle. The wants to have it removed if they can find a doctor will to do it. No further complications were reported. No patient symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was ¿sticking out¿ as it showed through clothing. The patient stated that it was like their ins moved or something. It was confirmed that there was no erosion and that the ins was not coming through the patient¿s skin. No falls or traumas were reported that could be related to the issue and the patient hadn¿t had any recent medical tests or electromagnetic interference (emi) environmental exposure. The patient was to follow up with their healthcare provider (hcp) to discuss their request to remove the implanted devices. The patient didn¿t have an hcp at the time of the call and listings were sent to them. It was noted that the issue started about a year prior to the date of this report. No further complications were reported or anticipated. Indication for use is post lumbar laminectomy syndrome.